Event description:
Lost balance while entering home using a nova hemi walker rated for 250 lbs, when I shifted weight towards the hemi walked to try to regain balance a leg collapsed and I fell over the walker, I weigh around 178lbs at the moment. I don't seem to have sustained damage from the fall, but I have a fractured clavicle and the fall could have aggravated the injury. FDA safety report ID # (B)(4).